Event description:
The customer reported that during a laparoscopic nephrectomy, a piece of the active waveguide disengaged and fell into the patient cavity. The piece was located by x-ray and was found in a laparoscopic sponge. Retrieval of the piece added 30 minutes of extra anesthesia to the case. There was no reported patient injury.

Manufacturer narrative:
(B)(4). One used scd396 sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable device revealed that the dissector had a broken waveguide. The customer reported that the device component disengaged. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide came in contact with the back of the moving jaw during activation. This contact caused the waveguide to crack and eventually break off. This kind of failure occurs when the clamping jaw is forced open too wide beyond its limit during device activation. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the waveguide and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or use. Visually inspect all system components for breaks, cracks, nicks, or other damages prior to use.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.